Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose had been ranging between 300 mg/dl and 500 mg/dl. Customer's blood glucose was 401 mg/dl at the time of the call. The customer reported having rapid heart beat due to their high blood glucose. Customer had treated their blood glucose with a bolus delivery. Troubleshooting for the insulin pump was not completed as the customer found blood at site on their infusion set. The customer also reported there was cracks at their battery compartment's threading. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.